Event description:
It was reported that during the implant procedure, the physician had great difficulty positioning the right ventricular lead due to tough venous anatomy but was able to implant the lead. After the procedure was over, intermittent non-capture was observed and the lead was thought to have dislodged. The physician explanted the system and implanted a new system on the left side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent, and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. Concomitant product: ddbb1d4 ICD, implanted: (B)(6) 2015. (B)(4).